Event description:
It was reported that the right ventricular (rv) lead had a large number of high impedance readings and the polarity automatically switched to unipolar. It was also reported that there was failure to capture at maximum output in bipolar. There was noise and oversensing, with multiple ventricular high-rate episodes. Noise was confirmed by electrogram and measurements were reproducible. When programmed to unipolar the patient experienced occasional muscle stimulation, which was mitigated by programming. The lead was left in unipolar and the patient will be monitored. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.